Manufacturer narrative:
During the onsite inspection, the medtronic representative confirmed that there was an intermittent door closing issue; the door would physically close but the tube and detector would not move into position. The medtronic representative found that this issue was being caused by a faulty rotor motor. The rep replaced the rotor motor, which resolved the issue. The replaced part was not sent back to the manufacturer for further analysis. A successful system checkout was performed which verified that the issue had been resolved.

Event description:
A medtronic representative reported that the imaging system showed that the door was open even though the door was closed. The rep utilized the manual door closing procedure which resolved the issue. However, after this, the rotor would not move the lateral, which then had to be closed manually. Finally, the imaging system would not take a 3d spin. The site restarted the mobile view station (mvs) and the image acquisition system (ias), which resolved all of the issues. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned.

Manufacturer narrative:
The suspect drive rotor was returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.